Event description:
It was further reported that just distal to the diagonal, there appeared to be a more significant lesion than was previously appreciated. The lad was crossed in an attempt to dilate before stenting, but this was unsuccessful. The lesion was crossed and dilated with an unknown balloon that ruptured at high pressure. There was some improvement in the lesion. The nc monorail was then inflated at high pressure but a persistent waist was noted in its mid-portion. As previously noted, there were removal dfifficulties, the catheter separated and attempts to remove the distal portion were unsuccessful, so the pt underwent bypass surgery. The pt had intra-aortic balloon pump inserted prior to surgery. A left internal mammary graft to the lad was placed, but the diagonal branch was not grafted due to heavy calcification. A trans-esophageal echocardiogram performed at the end of sugery indicated presevered left ventricular function and normally functioning anterior wall.

Event description:
It was reported that following a ptca in a subtotal lesion in the diagonal branch, a small dissection involving the ostium was noted, compromising flow to the lad. The physician then attempted to angioplasty a heavily calcified 70% lesion in the lad, but the balloon had poor re-wrap and the physician was unable to remove it. He believes that the balloon was caught in the calcification and plaque in the artery. There were attempts to remove by re-inflating the balloon at low pressures in order to re-wrap it and by inserting the guide catheter to the balloon. The catheter then separated, leaving approximately 5-7 cm in the lad. The patient had obstructed flow to the lad and was taken to surgery emergently within 40 minutes. Attempts to surgically remove the distal portion of the catheter during surgery was unsuccessful due to calcification in the artery, therefore, coronary artery bypass surgery was performed. Post-operatively, patient was reported to have normal lv function and has no major problems related to event. Physician believes there is a relationship between device performance and the patient's need for surgery.